Manufacturer narrative:
This report is submitted on december 10, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced poor performance subsequent to sustaining a head trauma. The patient's device was explanted on (B)(6) 2018.

Manufacturer narrative:
This report is filed on january 23, 2019.